Event description:
Report received from (B)(6), stating that the device had "a hole in the hose.¿ the device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was not received by depuy synthes power tools. If additional information is received, a supplemental MDR will be sent. (B)(4).